Event description:
It was reported that the screen of the ventilator has gone off during use. The device alarmed. No stop of ventilation, nor patient health consequences have been reported. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The log file was made available for further investigation at the manufacturer¿s site. According to the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be verified for the reported date and time of event. The ventilation was not affected and continued as set. The alarms were caused by a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. It is recommended to replace the system cable. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The affected v800 device alarmed as specified, no patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the ventilator has gone off during use. The device alarmed. No stop of ventilation, nor patient health consequences have been reported. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going